Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sterilization (cds) process, additional information from follow-up with the user facility and the olympus field service engineer (fse) and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that the device was not quarantined once a positive culture was received. The date the culture test sample was taken was (B)(6) 2023. The name, amount and location of bacteria was unknown. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The steps take during the cds process were unknown. Precleaning was performed immediately after the procedure. The cleaning solutions used with the endoscope were bagami, multi-enzymatic cleansing solution antibacterial. The endoscope channel was brushed during manual cleaning. The automatic endoscopic reprocessor (aer) used was kiho, g-16. There were no problems noted with the aer. According to the feedback from the hospital, the hospital does not have its own testing protocols, and the hospital's bacterial testing standards are in accordance with the technical code for cleaning and disinfection of flexible endoscopes issued by the (B)(6), which stipulates in 7.3.2 that the disinfection qualification standard is a total number of bacterial colonies of less than <=20cfu/piece. All of the cases in this instance were general endoscopies that met this standard. According to the document (B)(4) cited in the code, highly hazardous medical devices should be sterile and moderately hazardous medical devices should have a colony count of <=20cfu/piece. According to the olympus fse, the hospital did not use the endoscope for general examination until the results of the bacterial test report came back and it met the criteria for general examination endoscopes. The criteria for bacterial testing of endoscopes are categorized as general examination criteria, and therapeutic criteria, according to the hospital's internal regulations. The endoscope met the standard for general examination after the bacterial test, so the hospital used the endoscope for general examination and not for treatment. Afterwards, the hospital conducted a test for treatment criteria and found that it did not meet the treatment criteria, after which it was discontinued and sent for repair. The number of 27 is the number of general examinations performed with the endoscope meeting the examination criteria. The following complaint's with the below patient identifiers have been opened to address the 26 patients the endoscope was used on for general examinations while awaiting results of culture testing: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was conducted insufficiently due to leakage from the biopsy channel. The reported event was not confirmed as the scope was not microbiologically tested by olympus and the user culture results were not shared. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope tested positive for microbial contamination in the biopsy tube. The reported issue was found during reprocessing of the scope. An additional information request has been sent to the customer to verify additional information regarding this event. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned for evaluation. During the inspection it was uncovered that water tightness was lost due to a pinhole on the channel tube. It was also observed that switch one was damaged due to physical handling. It was observed that the light guide lens was chipped. It was also observed that the insertion tube and the light guide tube were slightly wrinkled. Lastly, it was observed that the insertion tube had dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.